Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) reported that this lead was used as a pace/sense rv lead from (B)(6) 2016 and there was oversensing visible on the egms during this time. This lead is currently actively implanted in the ra.